Event description:
It was reported that the right ventricular (rv) lead had high impedance. It was also reported that there was oversensing in the tip to coil configuration. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was further reported that the rv lead had an apparent fracture and was turned off.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.